Manufacturer narrative:
On (B)(6)2023, the following information was reported: during troubleshooting, a new cartridge was loaded onto the pump, and the insulin gauge was determined to be accurate. The pump performed as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 122 mg/dl. No additional patient or event information was provided.